Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue but the issue would reoccur. There was no adverse impact to the customer's blood glucose level. The customer declined to troubleshoot further with tandem technical support. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.